Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that a power on reset appeared on the patient programmer. During follow-up on (B)(6) 2018, a rep interrogated the ins, and error 0x8 appeared on the physician programmer. An image of the error was provided. It was unknown if there were any environmental/ external/ patient factors that may have led or contributed to the issue; however, it was noted that it was probably a surgery procedure with an electrosurgery device that caused the issue. The rep re-synchronized the device and resolved the issue. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use. Additional information received from the rep indicated that the serial number and implant date of the ins were not available. It was noted that this information was confirmed with the physician/account.